Event description:
It was reported the subject device exhibited stuck up switch and the otv-s190 cannot be turned on. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video connector lever failure, dust inside the unit, image flickering and the front panel light-emitting diode (led) ws dim. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reportable event occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.